Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence. The potential root cause of this event is indeterminable; however, the reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency.

Event description:
Edwards received notification of an evoque valve in tricuspid position where on post-operative day 3, patient presented with 3rd degree atrioventricular block with recurrent asystole leading to the implantation of a leadless permanent pacemaker. Patient stayed in intensive care unit for 11 days and was discharged on post-operative day 14. It was noted that the valve was deployed slightly lower than optimal (5-10mm below tva) due to the presence of a fully cinched cardioband, preventing the deployment of the evoque valve at the annulus.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.